Event description:
Patient reported the pod "may have been a contributing factor to him going to the hospital since his bgs were high." Prior to going to bed, patient's "bgs were in the high 100's mg/dl." His bg was 286 mg/dl at 7:07 am; a correction bolus of 5.9 units was given. At 11:44 am, his bg was 290 mg/dl; 6.05 units was administered. By 2:00 pm, patient's bg was 323 mg/dl. He deactivated the pod and took a manual bolus (amount unknown). He stated the cannula "appeared curved" and when he tested the pod's ability to deliver a bolus (5.8 units), patient reported only "4 drops of insulin came out of the cannula." Patient also reported having trouble with pressing the "home" key on his pdm. At some point in time, he went to the hospital, however, no specific information was provided. The pod was returned for evaluation.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. Downloaded data found no pulse width timeouts, no rotational sensor errors, and no occlusion. The piezo was found capable of emitting an audible alarm. No bend or kink was found in the cannula. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion as fluid was seen exiting the tip of the cannula. The needle mechanism was tested and deployed as intended. There were no signs of an internal insulin leak. The pod was throughly investigated and found no problem that would have caused or contributed to the patient's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about tow hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advised to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not preset, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.